Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 2188-75, lead; implant: (B)(6) 2001. (B)(4)

Event description:
It was reported that the patient was experiencing seizures and the hospice professional felt the patients implantable cardioverter defibrillator (ICD) could be triggering the seizures. It was requested by the patients family that the ICD system be turned off. It was noted by the family members that they were dissatisfied with service provided by the company field representative. The patient did pass in a manner that was unrelated to the device.